Manufacturer narrative:
(B)(6). The pump was not returned for evaluation. The event history log was provided and showed the occurrence of the reported problem of pump motor drive phase b post and depleted battery.

Event description:
Information was received indicating that a smiths medical medfusion pump abruptly shut down while actively infusing medication. The biomed found many alarms regarding depleted battery. The pump ran on depleted battery until a system failure: pump motor drive off post alarmed and the pump powered down there was no reported adverse event.